Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor) pacing lead impedance measurements of greater than 2,000 ohms in bipolar and 1,900 ohms in the unipolar configuration. Intermittent loss of capture (loc) with unknown duration of asystole was also observed. The patient was symptomatic and complaint of lightheadedness. The physician checked the connections, but was still getting oor impedance in bipolar. Subsequently, the lead was surgically abandoned and was successfully replaced. Additional information was received indicating that the cause of impedance issue and loc was due to insulation break which was noted when the lead was tested through the pacing system analyzer (psa). Device and lead connection were checked and were fine. No additional adverse patient effects were reported.